Event description:
Cgm error 42 was reported by the caller, which involved a problem with the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process, after which the pump no longer displayed the cgm error code. The caller was advised to wait 20 minutes before starting a new sensor session and acknowledged this resolution.